Manufacturer narrative:
H.6. Investigation summary: bd has been provided with affected samples for catalog 30774119, lot 1804258 to investigate for this record. Visual inspection of the affected samples reveal a breakage of the syringe barrel and plunger. As a result, bd was able to verify the reported issue. The material used to manufacture emerald syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% the syringes, rejecting automatically the syringes with broken parts like the plunger. Based on this fact, the reported nonconformance was produced due to some blockage in the primary packaging machine feeder. Bd has initiated corrective and preventive actions with the aim of reducing the recurrence of this kind of defect in the emerald syringes. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. We can ensure that the probability of finding this kind of defect is isolated and any recurrence is really unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required. H3 other text : see section h.10.

Event description:
It was reported that their was damage to device during priming with a bd emerald¿ 2ml syringe. This occurred on 5 separate occasions prior to use. The following information was provided by the initial reporter, translated from chinese to english: it's noticed that the package damaged during priming.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that their was damage to device during priming with a bd emerald¿ 2ml syringe. This occurred on 5 separate occasions prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: it's noticed that the package damaged during priming.